Event description:
It was reported that the device was prophylactically explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No malfunction was reported, and the patient is in stable condition with no adverse consequences.

Manufacturer narrative:
Final MDR. (B)(6), 2022. 9:29 am. Acknowledge pi main as yes. Update investigation conclusion code: no problem detected d14. Click ¿refresh customer letter analysis fields¿ button in customer letter prep tab. Create MDR arrd with reportable aware date as the date the pi main was closed (open pi main. Scroll to bottom. Use date adjacent to close). Justification: [date initials]: supplemental report required to address product return and analysis. 17 oct 2022 l.krough: supplemental report needed to address product return and analysis. Arrd decision tree radio buttons (no, yes, yes). Reporting timeframe: 30 days. Close arrd. Draft MDR. MDR final with normal analysis: h10-MDR final with normal analysis continued. Choose the below verbiage based on your analysis conclusion. Normal analysis above eri. The reported event was the prophylactic explant of a device that was subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Normal analysis at eri/eol. The reported event was the prophylactic explant of a device that was subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal elective replacement indicator (eri) (or end of service, eos) range when received. Longevity assessment indicated eri (or eol) battery level is consistent with normal usage. Based on this information, the longevity is considered normal.